Event description:
No oxygen coming out of nasal cannula. Bubbles present in humiddifier. Cannula and then humidifier were changed. Oxygen then ran fine. Cannula working fine. Humidifier determined to be malfunctioning.